Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is not managed with any medication. According to the reporter, the power issue began on (B)(6) 2013 at 7:30 am. At the time of concern, the patient managed her diabetes as usual. Within 15 minutes of the onset of the power issue, the patient developed symptoms described as "faint, vomiting, and diarrhea." There was no report of any required hcp medical intervention to suggest a serious injury. During troubleshooting, the issue was not resolved. There was product misuse. The subject meter did not power on with the insertion of the test strip and the button power. It was noted the patient did not the correct test strips. Based on the information provided, the battery did not need to be replaced. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes after the power issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.